Event description:
The surgeon replaced an infected polypropylene mesh using permacol. Initially the pt did well but after 3-4 weeks the pt developed a post-operative would infection. Further info was received in 06. The surgeon placed permacol in a defect that was approx 3-4 inches and did not have adequate tissue for substantial margins. The surgeon removed the drains after several days however, at that time the drain output was gradually increasing but the wound looked good. Three to four weeks after surgery, the pt presented with an infection and upon exploration the doctor found permacol fragments. There was no bowel exposure and there was a soft tissue plate and granulation tissue where the permacol had been placed, allowing the surgeon to place a skin graft. The pt is currently doing well.